Event description:
The customer's parent called and reported a problem with one of the buttons on the customer's insulin pump. Customer's blood glucose level was reportedly good. The insulin pump was not bumped, dropped, or exposed to moisture. Customer's mother did not agree to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.